Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was caller reported that pt's device has not been working. Caller stated they are pt's primary care physician and do not know anything about the device but was told that pt's attempted to follow up with another hcp regarding the matter and was told that all they can do is explant the ins for them. Caller stated that they were under the impression that the device can be reprogrammed in attempt to resolve the matter and they do not think that the pt has been reprogrammed. Technical services (tss) reviewed information and warm transferred the caller to national answering service (nas) number. Pt reported the device worked fine for the first 1/5 years. After the initial time, it began to malfunction. It would only charge about 50%. Every time pt called the technical department, they were told to take the battery out and "blow the dust off", it worked. After several calls, pt asked for a new battery. A new battery was not an option. Pt put it in a drawer an didn't use it. Pt tried again and still couldn't get a charge. The controller had a screen come up that said "contact your doctor", the stimulator needs to be replaced. Nothing has been resolved and nothing plans to be done except to have it removed. At the age of 76, patient really doesn't need this hassle. Pt mentioned their dissatisfaction with the tech support and manufacturer team.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.